Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they received a new programmer and wanted assistance pairing it with their implants. They stated they saw elective replacement indicator (eri) on their left implant. The meaning of eri was reviewed. The patient inquired why one implant would be decreasing faster than the other implant as they thought they had both implants done at the same time. The patient then remembered that their first implant was implanted in (B)(6) 2015 and stated they were having difficulties during the procedure with the second implant, so they had to wait to implant the second device in (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported on (B)(6) 2015 the patient underwent stage 2 of a staged 2 part procedure. The patient received pre-operative antibiotics prophylactically. An incision was made over the end of the lead in the left scalp to expose the deep brain stimulation (dbs) lead. Then a subcutaneous pocket was fashioned in the left chest in the subclavicular area. Following this a lead extension was tunneled from the chest incision to the cranial incision. The lead was connected to the extension and secured. The end of the extension was inserted into the neurostimulator. The neurostimulator was interrogated and impedances on all contacts were checked and found to be normal. The incisions were irrigated with antibiotic solution and hemostasis was obtained. The neurostimulator was then sutured in place on the pocket and the chest wound was closed in three layers. The cranial wound was closed in two layers. The patient ws extubated in the operating room and transported to recovery in stable condition.